Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the no power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. Reader did not powered on with button, strip or cable. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn marks, components damage and burnt battery wires were observed. Further investigation was conducted, where a visual inspection was performed on the returned reader and melted front screen edges was observed. A visual inspection has been performed on the printed circuit board assembly (pcba) and observed melted battery wire to the speaker, but no damage was observed on the battery itself and no damage to the battery power wires, the battery holder was intact with no evidence of burn marks or damage, which indicated the cause of the speaker wire melting occurred from an external source and not from the internal battery or internal components. Burn damage was observed on multiple components on the pcba. Signs of liquid contamination was observed on the pcba. Attempt to download the reader data by connecting the reader to pc using a known good usb cable, reader was unable to communicate with software. It was unable to download reader log due to burnt damaged on reader. Reader did not powered on with button press or strip insertion. It was observed that the burns were mostly at the sharp points. With electromagnetic wave it is experiential that high amount of charges gets deposited on sharp points which quickly dissipate large amount of current to cause the observed damage. Which indicated that the excessive current was not provided by the battery to cause the damage. The melting on the battery wire to the speaker, the burnt component and melted front screen edge did not practically have any physically contact point therefore there was no way a heat occurrence within the internal part of the battery could have affected the front part of the screen edges without completely burning the pcba before reaching the display screen. It was determined that this damage was consistent with the reader being exposed to an electromagnetic radiation source in the microwave spectrum such as a microwave oven. Returned reader was likely exposed to microwave field which resulted in the damage at the edge of screen and the melting of the battery wire to the speaker. Also, the evidence of liquid contamination on the pcba indicate that the damage was use related although with the extent of the burnt, the liquid contamination was not the cause of the burn mark but may be the reason the reader may likely have been exposed to an external source in an attempt to eliminate the liquid. It was determined that the reader was subjected to external power during use. Therefore, the issue is not confirmed to use due to misuse of the reader. At this time charging cable and adapter has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the no power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.